Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 54 mg/dl, cause was unknown. Reportedly, the customer experienced unconsciousness. Customer¿s bg was treated with carbohydrates and fast acting glucose. Reportedly, customer left the ER three hours later with the issue resolved and no permanent damage. Reportedly, the customer suspected insulin sensitivity and pump settings requiring adjustments may have impacted bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.